Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 368 mg/dl with the first infusion set. The customer had blood glucose of 410 mg/dl with the second infusion set. The customer treated with insulin injection. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump received with scratched case, serial number label fading, case cracked at the corner of the belt clip rails, pillowing keypad overlay, and minor scratched lcd window.